Event description:
Additional information was received. It was reported that, during acute withdrawal, the patient suffered a myocardial infarction. At the time of report, the patient was stable and was receiving effective therapy. The patient¿s intrathecal morphine treatment was ongoing and she had oral hydrocodone to use as needed.

Event description:
It was reported that telemetry had confirmed that a critical pump alarm was occurring due to a motor stall. It was indicated that the patient began hearing the pump alarm on the day prior to report. At the time of report, the motor stall was constant. The device system was used to deliver clonidine and morphine. The next day, it was reported that the physician stopped the pump to ensure that it wouldn¿t restart as the patient was being treated with other medicines orally and intravenously. It was stated that the patient was being managed with patient-controlled analgesia in the meantime. The pump was supposed to be replaced on the day of report, but due to the patient¿s health and cardiac issues, it was postponed. It was indicated that the reporter had heard different reports from different healthcare providers (hcp) that the patient was experiencing cardiac issues related to withdrawal. One hcp stated that the patient had a heart attack. In addition, the reporter stated that the log showing ¿pump restarted due to restart command¿ was very misleading and, if he had not called technical support, it was possible that the patient might have been sent home. The pump logs indicated that the device system was used to deliver morphine. It was also stated that the pump stalled, the battery was done, and the rotor died. One day later, it was reported that the pump was reported that the pump had been scheduled for replacement on the following day. That same day, it was reported that the cause of the stall was unknown and it had not recovered at the time of report. At the time of report, the patient was receiving oral and intravenous medication. Six days later, it was seen in the pump logs that the ¿stopped pump period may exceed tube set¿ message appeared two days after the stall.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Final analysis of the pump found corrosion, moisture, and residue throughout the gear-train. It was indicated that the stall was due to gear wheel three.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.